Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. The cause of death was not provided. The customer's healthcare provider was unable to provide any additional information. Per the medical examiner's office, the customer's death was not a medical examiner case and no autopsy was performed. No information was available regarding the cause of death.